Manufacturer narrative:
Investigation summary: one sample was received. It has the plunger rod-rubber stopper, no saline solution. No tip cap. The stopper is all the way down. Instead of tip cap it is connected to plastic connection which has blood residues. Visual inspection was performed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no leakage was observed on the stopper ribs nor leakage past stopper. The plunger rod rubber stopper were removed and the syringe was filled with saline solution. The plastic connector attached to the luer lok it was not fully screwed and showed some leakage. After screwing it properly no leakage was observed. Root cause description: improper connection to the luer lok. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% leaked during the flush. The following information was provided by the initial reporter: "leakage during flush."